Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-6527-07, atraumatic capsulecut blade, batch 15477984, was received for investigation. Visual inspection noted that the device was sealed in both the outer and inner pouches. Upon opening the packaging, no issues were noted with the device's exterior. No problem found. The complaint allegation is not confirmed.

Event description:
On 11/25/2025, it was reported by a sales representative via (B)(4) that an ar-6527-07 capsule blades are dull and aren't cutting tissue effectively. Noticed during a case with no patient effect. Additional information 12/5/25: malfunction occurred during a hip arthroscopy with labral repair and was able to complete case with capsule blades from a different lot number.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.